Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. At this time a search in the system was performed to verify product availability for alternate samples at the distribution centers. According to the system no product is available of the lots delivered to the patient, on distribution centers to be analyzed. The entire lots have been sold and distributed. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided.

Event description:
During an anonymous customer experience survey, it was reported that this customer was hospitalized for a gastric bleed while on peritoneal dialysis (pd) modality and acquired a peritonitis infection from nursing staff. There were no recorded issues with a fresenius device, or product in relation to the reported event. Attempts to obtain additional information could not be completed as there is no patient name or identifying demographics in which to follow-up.

Event description:
During an anonymous customer experience survey, it was reported that this customer was hospitalized for a gastric bleed while on peritoneal dialysis (pd) modality and acquired a peritonitis infection from nursing staff. There were no recorded issues with a fresenius device, or product in relation to the reported event. Attempts to obtain additional information could not be completed as there is no patient name or identifying demographics in which to follow-up.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a possible temporal relationship between pd therapy utilizing the liberty cycler with fresenius cassette set and the patient event of hospitalization for gastric bleed and subsequent peritonitis. However, it is unknown if this anonymous patient was utilizing fresenius product(s) at the time their reported events were diagnosed. Furthermore, there is no documentation in the complaint file to show a causal relationship between the gastric bleed and peritonitis event and use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Moreover, gastric bleeds are not associated with pd therapy and are often due to underlying comorbid conditions of the gastrointestinal tract. Based on the limited information and no allegation of a malfunction, deficiency or defect and no confirmation that any fresenius products were utilized, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported events.